Event description:
A malfunction was reported on a pump. There was no reported impact to the customer¿s blood glucose level. The customer did not reset the pump within the last 24 hours, so technical support provided pump reset information and assisted with resetting it. After the reset, the malfunction code did not recur, and the customer was instructed to call back if the malfunction returned. The customer acknowledged and understood the instructions, and they may continue to use the pump.